Event description:
It was reported via a survey that a patient was interested in peritoneal dialysis (pd) therapy but was awaiting a hernia repair. Upon follow-up, the current outpatient clinic manager (cm) reported it was unknown when the patient's hernia (type/location unknown) formed, or if it was present prior to beginning pd for rrt. The patient's electronic record indicates the hernia was causing drain complications, and the patient transitioned to hemodialysis (hd) until the hernia could be surgically repaired. The patient successfully underwent an outpatient hernia repair (date not provided), and during recovery the patient decided to remain on hd due to personal preference. The patient's pd catheter (not a fresenius product) was surgically removed (date not provided) and has since recovered from the events. Per the cm, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The catheter used by the patient is not a fresenius device. The manufacturer of the catheter, and further product information, is unknown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).